Event description:
The initial reporter states that the bag set "gets clogged adn won't let formula through". No other information was provided. The initial reporter stated that the patient did not experience any adverse effects due to the complaint. [Complaint- (B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.